Event description:
It was reported by the customer that the handpiece was leaking oil from the blade mount area. At the time of the observation, the handpiece had not been used in a procedure. No patient involvement. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician noted the handpiece was leaking black fluid. The handpiece was repaired and returned to the customer.